Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative and early postoperative complications can include: damage to blood vessels, temporary or permanent nerve damage resulting in pain or numbness to the affected limb, cardiovascular disorders including venous thrombosis, pulmonary embolism or myocardial infarction, (4) hematoma, and (5) delayed wound healing." Remains implanted.

Event description:
Patient experienced a hematoma nine days post-implantation of a reverse shoulder.